Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege that patient suffers from hip pain and difficulty walking. Update rec'd 8/13/2015 and 8/19/2015 - litigation papers allege patient was revised to address pain and excessive levels of chromium and cobalt. Un unknown stem and sleeve have been added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. UDI: (B)(4).

Event description:
Update rec'd (B)(6) 2015 - plaintiff's preliminary disclosure form was received, which identified product/lot codes for stem & sleeve. Complaint updated on (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.